Event description:
Info received related to a trial conducted outside of the use reporting that re-angiogram was performed because of angina. There was a restenosis at the distal end of the stent and bypass surgery was performed.